Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular lead displayed noise and oversensing resulting in sixteen inappropriate shocks and anti tachycardia pacing (atp) therapy. The patient with this device has an intrinsic bradycardia rhythm and experienced a fall. A revision procedure was performed. The right ventricular lead was removed and replaced. It was thought the issue was resolved post procedure. No further patient symptoms were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.